Manufacturer narrative:
(B)(4). Device is a combination product.(B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostial right coronary artery (rca). A 3.50x20mm promus premier&#10244;rug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was then noted that a stent strut was lifted up off the balloon. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on row 4 on the proximal side with one strut lifted outwards from the stent profile. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple severe kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostial right coronary artery (rca). A 3.50x20mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was then noted that a stent strut was lifted up off the balloon. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.